Event description:
Since implanting mentor silicone devices, I've had approximately 30 unexplained medical conditions. The majority of which began in 2016. I absolutely believe I have breast implant illness and am explanting in (B)(6) 2022. There is no test for bii. Doctors make up diagnoses that could be the reason for one or two symptoms, but when your 30+ symptoms, it cannot be explained away. These devices are poisoning our bodies. FDA safety report ID # (B)(4).